Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, an issue related to the internal battery was observed. The device was returned to the customer unrepaired as per the customer's request.